Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02628. It was reported the pt has experienced uncomfortable pocket heating while charging for approx one yr. She stated the issue had made her ipg site sensitive for several days. A new le charging system was sent to the pt. She also reported she has intermittent communication issues while using her programmer. Her ipg allegedly is located in her abdomen and moves around. She stated she is able to re-establish communication by repositioning the ipg and programmer wand. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall numbers: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.